Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). This lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -07.50/+1.5/172 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2021. The lens was removed later that same day due to the crystal sank after surgery, which was caused by the relaxation of the suspensory ligament. After communication with the patient, the crystal was removed and the problem was resolved.